Event description:
It was reported that the pulse generator exhibited inappropriate measured data. No intervention or patient symptoms were reported.

Manufacturer narrative:
Initial reporter: company representative.